Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, diaphragm movement attenuated. The ablation was stopped. The case was switched and completed with radiofrequency. After the case, diaphragm movement was still weak and the patient was placed under monitoring. No further patient complications have been reported as a result of this event.